Event description:
It was reported that this right ventricular (rv) lead was explanted. The reason was not provided. A new rv lead was successfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.